Event description:
The physician is performing a revision surgery after baseplate displaced into retroversion and slightly dislodged from bone. The implant construct is still fully intact: screws, post, and glenosphere are still assembled, but the construct was dislodged from the bone. Acute injury is believed to have occurred and the strength of the implant configuration was strong enough to withstand the incident, but the metal in the bone was able to be dislodged without any components breaking.